Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead became kinked and obstructed a stylet during the implant procedure. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the outer insulation of the lead was extrinsically breached due to a tear. The inner insulation of the lead was extrinsically breached due to a tear. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.